Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of "camera not working" was confirmed; the evaluation found a cracked plug unit/video connector which needed to be replaced. The following additional findings were also noted: device failed water leak test from broken plug unit. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that, during preparation for use in an unknown procedure, the camera of their hd camera head device was not working. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure of the connector has been confirmed. Therefore, it is likely that the video function did not function normally due to the failure of the adapter, and the phenomenon pointed out [the image does not work] might have occurred. Olympus will continue to monitor field performance for this device.